Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during video assisted thoracoscopic surgery, there was a hole on the device. To fix the issue, a new device was used. There was no patient injury.